Event description:
It was reported that patient has a complaint about glare and halos. There was no issue regarding visual acuity (va) (1.0 for distance), but daily activity is affected especially at night time. An explant was performed, and a monofocal lens was used as the replacement lens. No incision enlargement, vitrectomy, or sutures were required. The patient was reported to be temporarily impaired. Vision pre-operative: far: 0.6 near: (decimal). Vision post-operative: far: 1.0 near. No further information was provided.

Manufacturer narrative:
Patient information cannot be provided due to personal data privacy legislation/policy date of event: best estimate date is between (B)(6) 2021-(B)(6) 2022. Initial reporter telephone number: (B)(6). The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.